Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device was out of calibration and was missing an o-ring. The o-ring was replaced and the device was properly recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was an air dermatome repair for missing o-ring. No harm or delay were reported. At product evaluation investigation the air dermatome was found to be out of calibration. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.